Event description:
Tech alleged that the siderail is not latching. No pt impact.

Manufacturer narrative:
The tech found the cause to be a missing center arm cover on the siderail causing the cable to interfere with the latch. The tech installed the cable properly and replaced the center arm cover on the siderail to resolve the issue.